Event description:
During on-site product evaluation, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The latch roller was determined to be damaged during visual inspection. The cause was not identified. The latch roller was replaced to fix the reported condition.